Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used during this study: carto. Evaluation methods: no testing methods performed; (B)(4). Results: no results available since no evaluation performed; (B)(4). Conclusion: device discarded by user, unable to follow-up; (B)(4).

Event description:
This complaint is from a literature source. It was reported that 1 patient from the ischemic cardiomyopathy group underwent atrial fibrillation procedure using thermocool or thermocool sf catheter and suffered vessel perforation. Title: ¿impact of new technologies and approaches for post-myocardial infarction ventricular tachycardia ablation during long-term follow-up.¿ the purpose of this study was to describe long-term prognosis after vt ablation in patients with no structural heart disease (no shd), ischemic cardiomyopathy (icm), and nonischemic cardiomyopathy (nicm). Six hundred ninety five (695) patients were enrolled in this study. This study was conducted from 1999 to 2009. The suspected device is the thermocool or thermocool sf ablation catheter, however catalog and lot number are unknown. Concomitant products were used during this study: carto.